Event description:
Caller reported alarm 2 due to an occlusion event that occurred earlier in the day. There was no adverse impact to the customer¿s blood glucose level. Customer acknowledged the alarm and resumed insulin without changing supplies, and technical support advised monitoring the pump and contacting support if issues reoccurred.